Event description:
Vague report of overinfusion by an unknown amount during clinical use. No patient injury was reported. Although attempts were made to obtain the following information, the initial reported did not know: medication, bag size, rate, vtbi, mode of infusion, tubing product code and lot number, and date and time of event.